Manufacturer narrative:
The root cause for the error code remains unknown, thus further information was requested. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device recorded an error indicative of voltage too low for the projected remaining capacity during a pre-implant status. A request was made to have data from this device analyzed after a three day wait period. It was reported that error was potentially due to the cold. The device was not implanted. No patient involvement.